Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 9/21/2004, the pt's daughter contacted lfs on her behalf alleging that the pt's one touch basic enhanced meter was prompting the insert strip message/icon. The pt was using the meter in (B)(6); however, the meter was returned to the united states and replaced by a pharmacy. The pt's daughter reported that her mother was taken to the hosp, but was unable/unwilling to provided info about any treatment her mother rec'd. Info was not provided as to whether the pt attempted to test with the reported meter at the time of concern. On 9/23/2004 the medical affairs specialist was unable to contact the pt or reporter as no demographic info was provided. The customer service rep confirmed that the reporter was using the correct technique. The csr confirmed that the reported meter continued to prompt the insert strip message/icon. The pt did not allege harm. There is insufficient info to confirm that the pt experienced injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced to the pharmacy that had replaced the meter for the pt.